Manufacturer narrative:
Tracking #.45468. Date sent: 11/02/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, the visual examination and the functional test, it was concluded that the reported "device jammed after the second staple" during surgery may have been due to a twisted staple jammed in the nose. The instrument was rec'd with a twisted staple jammed in the nose. While removing the twisted staple from the nose, the following three staples became misaligned in the nose and were also removed. The instrument was then cycled and fired the remaining 18 staples well formed. No conclusion could be reached if the twisted staple in the nose caused the nose weld to yield or if the yielded nose weld caused to staple to become twisted in the nose.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after the second staple. There was no patient consequence.